Event description:
The patient required central venous access for the administration of total parenteral nutrition(tpn). This patient also has a history of difficulty obtaining access. The patient was found to have occluded left internal jugular and left axillary veins extending to the central veins, occluded left subclavian and innominate veins, and a stenotic superior vena cava (svc). The interventionalist then went through the right-sided midline which was placed at the start of the axillary vein. This was swapped over a wire for a 6fr. Sheath. Using a combination of glidewire, vertebral catheter, v-18 and bentson wires, it was possible to cross the occluded subclavian and innominate veins into the stenotic svc and into the right (r) atrium. A quick-cross catheter was placed in the r atrium, a v-18 wire was left in place and the quick cross was removed. A 4mm angiography balloon was used to angioplasty the svc, the innominate, the r subclavian and the axillary veins. There was good flow from the arm until the subclavian, where there was a tight stenosis. The v-18 wire was then exchanged for a balanced heavy weight wire. An angioscope balloon was used to angioplasty the lesion in the subclavian. The stenosis was gone but there was a dissection. A 4mm savvy balloon used to perform prolonged inflation and was then removed. It was noted that the balanced heavy weight wire had come apart at one of its junction points and it was noted that the wire was still in place with its distal segment in the heart and its proximal segment somewhere in the axillary vein. Using a combination of intravascular snare and balloon the balanced heavy weight wire was removed. The intravascular piece was removed from the 6f sheath. A double lumen PICC was then inserted and procedure completed. The patient was stable throughout the procedure.====================== manufacturer response for balanced heavy weight wire, balanced heavyweight wire======================product representative took another unused item that was the same lot for investigation. I will send this catheter after this report is accepted